Manufacturer narrative:
On (B)(6) 2020 mentor became aware that inadvertently missed coding 'patient unsatisfied" for patient code. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 13th, 2020 additional information received indicates that the patient also went under bilateral vertical mastopexy. Correction: mentor inadvertently missed reporting that left implant is 375cc, and right implant is 400cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 2.2. Cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel, 375cc silicone breast implants which the left side ruptured after implantation. Patient unsatisfied with the size of her implants and wanted smaller size implants and at the time of surgery, the left implant appeared ruptured. The issue was confirmed by the physician. Patient underwent bilateral removal and replacements as follow: left replaced with cat#: 3507275mc sn#: (B)(4), and right replaced with cat#: 3507275mc sn#: (B)(4) on (B)(6) 2020.